Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for syncope with an intermittent heart rate in the mid-30s bpm range. This rv lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition. It was also noted that the pacemaker was electively replaced during the rv lead revision procedure. No additional adverse patient effects were reported.